Manufacturer narrative:
Device was used for treatment, not diagnosis. Tang, p., hu, f., shen, j., zhang, l. And zhang, l. (2012). Proximal femoral antirotation versus hemiarthroplasty: a study for the treatment of intertrochanteric fractures. Injury, int. J. Care injured, 43, 876-881. This report is for an unknown pfna blade/unknown quantity/unknown lot. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article, tang, p., hu, f., shen, j., zhang, l. And zhang, l. (2012). Proximal femoral antirotation versus hemiarthroplasty: a study for the treatment of intertrochanteric fractures. Injury, int. J. Care injured, 43, 876-881. The authors conducted a retrospective controlled study of 303 patients, mean age 81.7 years, with intertrochanteric fractures during the years 2003 to 2009. One hundred forty seven patients (77 men and 70 women) were treated with proximal femoral nail antirotation (pfna) developed by arbeitsgemeinschaft fur osteosynthesefragen / association for the study of internal fixation and 156 patients (85 men and 71 women) underwent hemiarthroplasty. The average follow-up period was 39.9 months. Two hundred ninety patients were followed up successfully with an eventual 202 patients who were eligible for functional outcome comparison between the two groups (pfna: 106 patients; hemiarthroplasty: 96 patients). Complications in the pfna group involved four cut out / migration, four malrotation, two shortening more than five centimeters, one serious local pain and one unsatisfactory primary osteosynthesis treated with an emergent reosteosynthesis. Six patients needed unspecified secondary surgery. Ten patients rated their harris grade functional outcome as: bad. This report is 2 of 3 for (B)(4). This report is for an unknown pfna blade and refers to four cut out / migration.